Manufacturer narrative:
Updated sections: b4, d10, e1, g4, g7, h2, h6, h10. The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was noted in the helium tubing. The getinge representative advised that the balloon would need to be removed and that they could disconnect the helium tubing. The balloon needed to be removed within a 30 minute time frame.the physician stated that she needed to hang up to confer with the staff. Upon followup, the customer had not decided to pull the catheter. The getinge representative advised again that it needed to be removed. The customer stated that they are most likely removing. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, blood was noted in the helium tubing. The getinge representative advised that the balloon would need to be removed and that they could disconnect the helium tubing. The balloon needed to be removed within a 30 minute time frame. The physician stated that she needed to hang up to confer with the staff. Upon followup, the customer had not decided to pull the catheter. The getinge representative advised again that it needed to be removed. The customer stated that they are most likely removing. There was no reported injury to the patient.